Event description:
A motor stall was confirmed as having occurred on (B)(6) 2012. No motor stall recovery was recorded in the pump's event logs. A critical alarm occurred late at night on (B)(6) 2012. The patient was asymptomatic; and there was no therapy or medical problem. The pump had 15 months left regarding elective replacement indicator (eri). It was later reported that on (B)(6) 2012 the patient was hearing their pump alarming; and the pump was not due for a refill. Later that same day a family member of the patient heard the pump alarming every 10 minutes. A healthcare provider (hcp) determined on (B)(6) 2012 that the pump was stalled and wouldn't restart. The hcp believed that the pump needed to be replaced. The patient started to experience withdrawal symptoms on (B)(6) 2012 (12 hours after the dose was reduced from 440 mcg/day to 300 mcg/day; and 30 hours post motor stall). As of (B)(6) 2012 it was noted that the patient's mother was checking his blood pressure and heart rate; and the patient remained afebrile at that time. No seizures occurred. Symptoms included acute pain, pruritus, exaggerated rebound spasticity, "occasional muscle jerks", muscle rigidity in their legs, increased tone, mild fever, difficulty sleeping, and anxiety from hearing the pump alarm. The patient cried when the physician told him he may need to go to the hospital for a pump replacement. The patient was administered the following to help with withdrawal: oral baclofen (10mg, 3 times daily), valium (5 ml; 0.5ml to 1 ml every two hours), and cyproheptadine (4mg, ½ tablet 3 times a day). The patient's managing physician performed some pump reprogramming and attempted to silence the critical alarms, but they would turn back on. The pumps reservoir volume on (B)(6) 2012 was 8.5 ml and on (B)(6) 2012 was 8.3 ml. It was discussed that the reservoir volume would continue to decrease based on the programmed infusion rate even if the motor stall was still active. The patient's pump was later explanted and replaced. The patient's dose returned to 200 mcg/day. Oral medication was noted has having continued until his pump could be titrated back to a therapeutic dose. The patent remained in the hospital overnight and was to be released pending resolution of their withdrawal symptoms. The patient was further noted as being without injury, and had recovered without sequela. Drug delivered via the device was lioresal.

Event description:
It was reported that when the pump was removed, the patient had been admitted to the ICU. No other additional information was given.

Event description:
Additional information stated that the patient's hallucinations were either part of the withdrawal or the treatment of withdrawal. The oral medication reduced the withdrawal severity. The patient experienced discomfort, tightness, hallucinations, and formication. Additional information stated that the patient's hallucinations were subsequent to the withdrawal. The hallucinations started 2 days before the pump replacement. The patient saw spiders on the wall and thought that bugs were crawling on his skin. The patient would look in certain directions as if someone was there but no one was. The hallucinations stopped when the pump was replaced. It was noted that the pump had stopped before it was explanted and that was why the patient went through withdrawal. The patient had lioresal and cipereptizine in his pump, but it was unclear what the latter drug was.

Event description:
Additional information: the pump was stalled for 5 days without recovery. The health care provider (hcp) indicated the cause of the stall was unknown. Withdrawal symptoms became evident after programming a dose reduction on (B)(6) 2012; and this lead to restarting the patient's dose on (B)(6) 2012 to 400 mcg/day. The hcp indicated that "this should not have mattered" given that the pump remained in a stalled state. The following signs/symptoms occurred: increased tone, myoclonus, irritability, change in personality, itching, and sedation. The pump was replaced on (B)(6) 2012. The patient recovered without sequelae in regards to the "non-serious injury/illness". The patient was indicated as not being an optimal "sdr" (selective dorsal rhizotomy ) candidate.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported further details regarding the reported event and the patient's symptoms. Reporter stated that prior to withdrawal presenting itself; the healthcare provider (hcp) administered an oral dose of baclofen along with periactin to help with any withdrawal symptoms that "could occur". It was at that time the initial alarm was occurring, and the patient had not yet shown signs of withdrawal. Later that same night following the medication administration, the patient started to show signs of withdrawal. In addition to the withdrawal symptoms previously reported, the patient experienced mental status change, hallucinations, and "the inability to sit still". The patient was monitored and the withdrawal worsened. The healthcare provider doubled the dose of the oral baclofen and periactin. Following the double dose of oral medication, the withdrawal symptoms became more bearable and the patient was finally able to fall asleep at 5:00 am. Another visit occurred with the hcp, and the following day after the visit with the hcp, the patient's spasticity increased and was causing pain. It as at that time that the pump was replaced as initially reported. Following the replacement procedure, the hcp indicated that the pump was in fact not working and "had shut itself off".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter model: 8709, (B)(4), implanted: 2006-(B)(6), explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the pump revealed gear train anomaly; corrosion.

Manufacturer narrative:
(B)(4).